Event description:
Additional information was received indicating that the infold was noted on the first recapture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure using the transcatheter aortic valve and the delivery catheter system (dcs) the annulus was pre-dilated with a 22 millimeter (mm) balloon and an x-ray valve check was performed and reported as acceptable. The valve system was inserted into the body and, when first opened, it was too deep. The valve was recaptured but did not close completely inside the capsule of the dcs. The dcs and valve were removed from the body, and a new valve and dcs were prepared and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. Delamination was evident to the proximal and distal ends of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold noted. Initially it was not possible to insert a stylet through the inner member however after partial deployment of the valve the stylet could be inserted with no resistance noted. An in-house evfxplus-29 valve was successfully loaded onto the dcs with slight resistance felt during loading. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The valve was partially deployed until the actuator reached the rumple strips and then recaptured with no issues. On full retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. The reported positioning difficulties, difficulty to deploy and inability to recapture could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's horizontal and short aorta contributed to the deployment issue. It was noted that turning the actuator during deployment was difficult and the capsule was held back when the actuator was turned. One recapture was performed with difficulty prior to the deployment issue, and one deployment attempt was made.